Manufacturer narrative:
Product ID 37712, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type implantable neurostimulator product ID 3777-45, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient¿s first implantable neurostimulator (ins) had to be removed due to infection. The reporter stated, the healthcare professional (hcp) left the incision open and it was not closed tight resulting in infection around the ins pocket. Additional information was requested, but was not available as of the date of this report. Refer to manufacturer report #3004209178-2014-00256.